Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a recent history of atrio ventricular desynchrony. It appears that every other ventricular sensing is being blanked out by the atrial pacing, resulting ventricular pace on the t wave. Additional clinic review would be requested. The ICD remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.